Event description:
It was reported that the drive support cap is damaged. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Pump received with cracked display window corner, battery tube threads, reservoir tube lip, scratched lcd window.(B)(4)